Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due non-auditory sensations and poor performance with the device. It is unknown if there are plans to reimplant the patient as of the date of this report.